Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out as potential causes. Additionally, not prescribing antibiotics pre-operatively, severe force applied to the implant, and excessive twisting, bending, or stretching, have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure, multiple tunneling attempts were performed between the two incisions, and the patient occasionally picked at the incision. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as the incision site was not irrigated with an antibiotic solution before closure and multiple tunneling attempts were performed between the two incisions (user error-clinician). Patient non-compliance (touching or picking at wound) as the patient occasionally picked at the incision (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness at the receiver site. Antibiotics were prescribed. At a follow-up appointment on (B)(6) 2024, the provider reported the site looked less red and was healing well. The patient is using the device and getting good relief.